Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of thermal damage or failure. The manufacturer visually inspected the device internally and found no evidence of thermal damage. The manufacturer did observe evidence of contaminants present in the dreamstation/humidifier. The manufacturer found there are black specks of the foam material in the fresh air intake port of the dreamstation, on the outlet port of the humidifier, the humidifiers water chamber has a film coating contaminate with a sweet fragrant odor with the black contaminate (foam material) in a few spots. On the inside of the dreamstation, found the foam material is missing in a portion of the sound abatements enclosure, the blower motor/box has the oily degraded foam material throughout, also in the blower boxes outlet port and in the dreamstations rear panels outlet port. The air path of the device was compromised and the contaminate would have been throughout the devices air path. The device's event logs were downloaded and reviewed. The manufacturer found to contain 9 error codes. The manufacturer verified the units do power-up, provide flow. The manufacturer did observe blower motor noise. The manufacturer concludes there was evidence of sound abatement foam degradation and the odors are likely related to the environmental conditions the units were being used in, which resulted in the sound abatement foam to degrade.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue related to the device's sound abatement foam was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.